Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09517. The pt is implanted with two percutaneous leads (from different lots). It was reported, the pt had been experiencing inadequate pain coverage and reported when stimulation is on, he feels more pain in his legs. The pt is working with his physician to determine the next course of action.